Event description:
A nurse from mass general's dialysis access team informed the field representative of a hero patient who had a pulmonary embolism. The hero device had not been implanted for long. During a declot procedure performed by the interventional radiologist, the patient had a pe. The patient was too large for imaging, and is currently in the intensive care unit for monitoring. The venous outflow component will likely be removed, but is currently still implanted. As it is unknown if either the hero 1001 or hero 1002 contributed to the reported event, out of caution, it was decided to investigate both. This medwatch is for hero 1001 component.

Manufacturer narrative:
A nurse from (B)(6) dialysis access team informed cryolife of a hero patient who had a pulmonary embolism (pe). The hero device had not been implanted for long. During a declot procedure performed by the interventional radiologist, the patient had a pe. The patient was too large for imaging, and is currently in the intensive care unit for monitoring. The venous outflow component (voc) will likely be removed, but is currently still implanted. Cryolife was unable to gain additional information from the hospital if the voc had in fact been removed. Multiple attempts were made to gain additional information from the hospital, all of which were unsuccessful. According to the available information, a patient experienced a pulmonary embolus during a declot procedure performed by interventional radiology. Embolism is a known potential complication of the hero device. Available clinical information is limited; however, it is implied that the patient is obese which increases the risk of thrombus formation. Other potential risk factors for thrombosis such as pre-existing coagulopathy, smoking, and drug treatment are unknown. The root of the reported event is likely embolization of thrombus from the venous outflow component (voc) dislodged during a thrombectomy procedure. This event represents a known potential complication of the hero graft which is outlined in the device's IFU. This known potential complication is common among all arteriovenous grafts, and do not suggest that there is a deficiency in the hero or the hero IFU. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
A nurse from (B)(6) dialysis access team informed the field representative of a hero patient who had a pulmonary embolism. The hero device had not been implanted for long. During a declot procedure performed by the interventional radiologist, the patient had a pe. The patient was too large for imaging, and is currently in the intensive care unit for monitoring. The venous outflow component will likely be removed, but is currently still implanted. As it is unknown if either the hero 1001 or hero 1002 contributed to the reported event, out of caution, it was decided to investigate both. This medwatch is for hero 1001 component.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.